Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, unknown grade capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female underwent a breast augmentation primary with mentor memorygel breast implant, 350cc, silicone breast implants experienced bilateral rupture, and left-sided capsular contracture unknown grad postoperatively. As a result, patient underwent bilateral replacements as follow: r/ 3504754bc, sn#: (B)(4), l/ 3504754bc 9550694-038 on (B)(6) 2021. This report relates to the left side.

Manufacturer narrative:
Photo evaluation completed on july 07, 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured, and syringes apparently filled with gel were observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. According to the information received the patient additionally developed capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).